Event description:
Caller reported an error with the continuous glucose monitor (cgm). There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, and after the reset, the error did not reappear. It was advised to wait 20 minutes before starting a new sensor session, and the caller understood.